Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 07-jul-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml; 275 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6)2018. It was reported the patient experienced classic intrathecal baclofen (itb) withdrawal symptoms. Catheter aspiration was attempted upon first presentation in the emergency room (ER) on (B)(6) 2018. Upon examination it was determined the catheter had migrated out of the intrathecal space. No exact cause was determined. The patient was very active and prone to falling per the nurse. Surgical replacement of the catheter was on (B)(6) 2018. The explanted catheter was discarded. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported.